Event description:
It was reported that during implant, the tip of the guidewire broke off and remained stuck in a side vessel of the coronary sinus. No intervention is planned. The implanting physician determined that no measures need to be taken since the vessel is a vein and the broken piece is apparently stable in its position, therefore no elevated risk of thrombosis was to be expected. Another guidewire was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).